Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-14233 - device 2 of 15.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 15 infusion set leakage event on (B)(6) 2024. The infusion set was in use for 20 hours. The glucose level was 350 mg/dl. No further information available.